Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. The same day as the event onset, the pd catheter was removed. The following day hemodialysis was initiated. Five days after the event onset, the patient was discharged from the hospital. The following day, the patient was deemed recovered from the event. No additional information is available.